Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system tube was found broken before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when opening the package, it was found that the catheter tube was broken, this complaint needed claim settlement"

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system tube was found broken before use. The following information was provided by the initial reporter, translated from chinese to english: "when opening the package, it was found that the catheter tube was broken, this complaint needed claim settlement."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/19/2020. H.6. Investigation: a device history review was conducted for lot number 0028379. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. After a microscopic review of the affected device our engineers were able to locate a small incision on the wall of the extension tubing. The lesion was located at the point of attachment to the adapter head; this type of damage is most likely the result of a misalignment of the mechanical components during the assembly of the device. H3 other text : see h.10.